Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that the device is not working. The patient did not get any information or explanation from his physician as to what happened to the device. Boston scientific technical services (ts) recommended the patient to contact his physician again and ask questions regarding the device. Additional information was received stating that the normal device check was approximately 11 months ago and that they were going to try and follow up with the patient to have the device checked again. No adverse patient effects were reported.